Manufacturer narrative:
One photo was received for evaluation; the outlet port of the cassette was observed to be leaking. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, but a lot history review should be conducted.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, secure lock, 225 cm where the customer reported leaking from the chamber during patient infusion. The incident occurred after approximately 5 minutes. There was no blood loss and no unprotected chemo exposure. No defects were noted on the product. The product was stored within storage cupboard in original box then transferred to storage trolley beside patients for easy access. There was patient involvement but harm was not reported as a consequence of this event.